Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 700 au chemistry analyzer, and identified the failure mode as multiple hardware. The fse performed troubleshooting with a hydrochloric acid wash. The fse replaced the sample syringe, sample probe, reagent probe and photometric lamp. No further issues were reported. Due to multiple hardware interventions performed, a definite component could not be identified as the sole contributor to this event, however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously high glucose results for three (3) patients on their dxc 700 au chemistry analyzer. The results were not reported out of the laboratory; hence, there was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided the following data for two (2) patient samples.